Manufacturer narrative:
It was reported that the device displayed the error message: "stop--". No patient involved. A getinge field service technician was onsite for investigation. The technician troubleshooted the device and could confirm the reported failure. The technician replaced the dual pressure module. After replacement of the dual pressure module the device works to factory specification and was put back into clinical use. The defective dual pressure module was not available for further investigation at the manufacturer site. The dual pressure module (dpm) 20-440 provides the hl20 with the two pressure measurement channels 1 and 2. The sensors are connected directly to the dpm and the measured values are displayed on the system control panel (scp) of the hl20. The evaluation of the sensors is carried out completely in the dpm, the measured values are transferred to the scp via the din bus. If the measured values exceed or fall below the maximum/minimum display values of ±999 mmhg, the respective display shows an arrow up or down. If no sensor is connected to a channel, the respective display shows "----". A defective dual pressure module ch1+2 (dpm) was investigated by the manufacturer in a previous complaint with the following results: the affected dpm was visually inspected. Hereby the contacts of the connections to the hl20 and the sensors were checked. The dpm was opened and put into operation via an adapter card outside the hl20 console. The service interface was displayed and recorded on a pc. Since no short-circuit could be detected on the module, the most probable root cause could be determined as a short circuit on a pressure sensor or a sensor connection cable. This has triggered a fuse on the dpm and disconnected one of the supply voltages for the sensors and the internal electronics. The review of the non-conformities during the period of 2013-08-10 to 2021-10-21 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "stop--". The pump stopped. No patient involved. A getinge field service technician (fst) will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 displayed the error message: "stop--". The pump stopped. No patient involvement. Reference number: (B)(4).